Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the backlight of the insulin pump was not always working. The customer reported that they received low battery alarm. The customer mentioned that the insulin pump would go to threshold suspend even blood glucose was high. The customer's blood glucose was around 100 mg/dl at the time of incident. The customer stated that they performed excessive button pressing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin pump had minor scratched lcd window and cracked battery tube threads.